Event description:
It was reported by repair work order that the bed had phantom motion due to malfunctioning siderail controls. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.